Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
After impella cp was positioned in the lv pt converted to intermittent third degree heart block. Dr. (B)(6) elected to place a temporary trans venous pacemaker for the duration of the pci.